Manufacturer narrative:
Serial number (B)(4). The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The returned sheath was returned but was not on the catheter. The extender tubing was also returned. The inner lumen and optical fiber were found to be broken within the membrane approximately 16.5cm from the rear seal. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 0.5cm from the rear seal measuring 0.02cm in length. The reported leak problem was most likely triggered by a leak which was found on the membrane. Under magnification, the hole appears to have been caused by a sharp object. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problem a device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Fir/crf/CAPA history evaluation is not required for this case since an investigation has been performed. Per complaint handling procedure, (B)(4), this complaint did not meet the requirements for escalation to hhe or crf.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, iab leak occurred. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4); record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, iab leak occurred. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, iab leak occurred. There was no reported injury to the patient.